Event description:
The customer and (B)(4) reports state that the sling seam became unstitched during use (initial use). No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR medibo medical products (B)(4). (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.